Event description:
Boston scientific crm received information that this patient experienced a syncopal episode so the boston scientific crm sales representative (sr) gave her a magnet and programmed patient triggered electrogram storage on. A review of the electrogram showed one episode of noise and pacing inhibition. The sr had the patient do isometrics and noise could not be reproduced however when the patient was sitting and asked to raise her arm, the sr observed intermittent noise coming through. Impedance measurements were stable between 650 and 700 ohms except for one measurement was higher at 1390ohms. The physician used a holter and also observed some loss of capture. The patient was then transferred to a different hospital for a lead revision due to concern of a lead fracture and went pulseless in the car. It was later reported that this patient passed away due to the emergency situation.

Manufacturer narrative:
Our company has no additional information at this time. Should additional information become available, or should the products be explanted and returned, this event would be updated as necessary.